Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter migration and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to the patient¿s inability to anti-coagulate. At some time post filter deployment, it was alleged that the patient experienced migration of the entire filter to the heart post filter implant. Furthermore it is alleged that the filter struts detached and are retained on the patient¿s right side. Additionally, the patient allegedly experienced pain on their right side. The device and filter struts have not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to the patient¿s inability to anti-coagulate. At some time post filter deployment, it was alleged that the patient experienced migration of the entire filter to the heart post filter implant. Furthermore it is alleged that the filter struts detached and are retained on the patient¿s right side. Additionally, the patient allegedly experienced pain on their right side. The device and filter struts have not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.